Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to treat a stricture through a biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the physician was in a good position to puncture the bile duct using the axios delivery system. Access to the duct was easy, and the physician intended to deploy the first flange. However, when pulling back the knob, there was significant resistance, and it appeared that the catheter was not moving back. The physician attempted several times and then pushed the knob almost back to its original position to remove the entire device. The procedure was completed by replacing and using another of the same device through the initial puncture site, since it was reported that a guidewire had already been placed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf device code a0510 captures the reportable event of sheath difficult to retract.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to treat a stricture through a biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the physician was in a good position to puncture the bile duct using the axios delivery system. Access to the duct was easy, and the physician intended to deploy the first flange. However, when pulling back the knob, there was significant resistance, and it appeared that the catheter was not moving back. The physician attempted several times and then pushed the knob almost back to its original position to remove the entire device. The procedure was completed by replacing and using another of the same device through the initial puncture site, since it was reported that a guidewire had already been placed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf device code a0510 captures the reportable event of sheath difficult to retract. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis, and it was returned with the stent partially deployed. The device analysis could confirm the reported event of the stent failure to deploy. The stent was returned partially deployed. Stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Additionally, the catheter was unlocked moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. As a part of the functional inspection performed, the catheter passed through the luer without resistance. The stent hub was moved down from the second to the fourth position. The stent was deployed, and no issues were noted. Additionally, the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. As the sheath difficult to retract issue could not be confirmed, since the catheter freely moved through the luer and the slider could be moved to its original position without no resistance. Therefore, taking all available information into consideration, the overall root cause of the reported events is known inherent risk of device. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the IFU as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.